Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and with device eroding through. It was also reported that the patient had sepsis. Furthermore, the patient received shock for ventricular fibrillation (vf) couple of years ago. There were no additional adverse patient effects reported. The crt-d was explanted.